Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that currently the aneurysm measured 44 mm in diameter, the aortic neck is 26 mm in diameter, it is angulated and it is reverse funnel shaped. The stent graft was found to have migrated distally with presence of a type 1 endoleak. The stent graft migration was attributed to the dilatation and angulation of the aortic neck. A talent cuff and an aneurx cuff were implanted and successfully resolved the migration and the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Secondary intervention - evaluation results: dilated, angulated and reverse funnel shaped aortic neck; migration, endoleak. Evaluation conclusion: dilated, angulated and reverse funnel shaped aortic neck.